Event description:
Per the clinic, the patient experienced a decrease in performance. The results of an integrity test done in 2009 were consistent with normal receiver/stimulator function. The results of a CT scan (date not reported) indicated the electrode array is in the vestibule and not the cochlea. Reimplantation is planned, but had not taken place at the time of this report.